Manufacturer narrative:
The asp evaluated the device onsite and found the issue. The asp confirmed the cause of the issue to be a malfunction of the ac power module. The asp replaced the ac power module. The device passed all performance assurance tests and was returned to the customer. Based on the information available and the testing conducted, the cause of the reported problem was due to the malfunction of the ac power module. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The asp replaced the ac power module to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
There is a noise from the ac power module. There was reportedly no patient involvement.